Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis (vbx) for abdominal aortic aneurysm, bilateral common iliac artery aneurysm and bilateral internal iliac artery aneurysm. A vbx was deployed in the left inferior gluteal artery. It was reported the flow into the left inferior gluteal artery was confirmed. The patient tolerated the procedure. On (B)(6) 2021, follow-up computed tomography examination revealed occlusion of the left inferior gluteal artery. The patient will be monitored.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation.